Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and functional testing confirmed that the device functioned as intended. The investigation was unable to determine a definitive cause for this incident. The reported deflection of the dc shaft was confirmed via returned device analysis; however, the investigation concluded that this is a normal function of the lock lever retraction and the device was functioning as expected. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the irregular movement of the mitraclip delivery system (cds) which has potential to cause or contribute to serious injury. It was reported that during a mitraclip procedure, the cds achieved axial to apex alignment in the left atrium; however, when the cds was unlocked, there was an unusual, medial deflection of the cds. The cds was removed and replaced. Two mitraclips were implanted reducing mitral regurgitation (mr) from grade 4 to grade 1. There were no adverse patient effects. No additional information was provided.